Event description:
The customer alleges "a patient was being manually resuscitated by mask and the caregiver could not get the mask off." No other details were provided and no patient injury/harm reported.